Event description:
The following information found on a search of the maude database on (B)(6) 2013 for the period (B)(6) 2011 through (B)(6) 2013. This information was reported to the FDA on (B)(4) 2011 by abbott medical optics. Amo's MDR #: 2020664-2011-00084. A (B) (6) female patient reported that she experienced eye soreness and an 'infection' with photophobia, redness, swelling, a burning sensation, and scratches on the eye after soaking her right acuvue contact lens in revitalens ocutec multipurpose disinfecting solution for the first time. The reporter indicated that the right lens was new at the time of the event. On (B) (6) 2011, the patient sought medical treatment and was prescribed tobradex, one drop every 2 hrs the first day, tapering to one drop four times a day for one week at which time her symptoms resolved. A culture was not obtained. Patient also used clear eyes contacts eye crops prior to onset of the event. Additional info was requested of the treating optometrist, but not received. Requested additional information from amo. No additional information available at this time. If additional medical or product information is received, we will report it within 30 days of receipt.

Manufacturer narrative:
MDR reportable event trends are reviewed quarterly in franchise management review meetings.